Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to an unspecified procedure, the device displayed high rate pacing. It was concluded as a result of minute ventilation (mv) interaction. The physician rescheduled the procedure and the mv sensor was temporarily programmed off. No adverse patient effects were reported as a result of this clinical observation.